Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant products: 1156t competitor implantable pacing lead, (B)(6) 2008; 7120 competitor implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was found to have mitral valve endocarditis and bacterimia was discovered, and the device was explanted and not replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was found to have mitral valve endocarditis and bacterimia was discovered, and the device was explanted and not replaced. No further patient complications have been reported as a result of this event.